Event description:
It was reported that the patient was unable to charge and had difficulty communicating the implantable pulse generator (ipg) with the remote control (rc). It was also stated that the charging puck would not stop beeping due to the ipg being tilted in the pocket site. The patient underwent a revision procedure wherein two linear leads were added. The patient was doing well postoperatively.